Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing postoperatively. The explanted device will not be returned as it was kept by the medical facility.